Event description:
A us distributor returned a monitor and reported the monitor displayed service code 110 (overvoltage set no energy).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was confirmed. Upon investigation the monitor failed a pulse test and displayed service code 110 (overvoltage set no energy). The cause for the failure was isolated to a defective q2 transistor on the computer/analog pca. The root cause for the defective q2 transistor could not be positively identified. No adverse event resulted from the damaged monitor.